Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped quickly from 30% and subsequently the pump turned off due to insufficient power. The pump connected to a power source and was able to be turned back on. Customer reported blood glucose level was 162 (mg/dl).reportedly the customer will continue to use the pump until the replacement pump is received.